Event description:
It was reported that (1) device was used during a low anterior resection. It was reported that the surgeon fired the device to form distal staple line and the device appeared to fire correctly across the rectum. When the surgeon went to advance the trocar on the circular stapler, it became evident that the device staples had not properly formed in the "b" formation. The staples appeared "u" shaped and not tightly holding the rectum together. The surgeon backed out the circular stapler and hand sewed the rectum and then reintroduced the circular stapler and the case was completed successfully. There was no further consequence to the pt.